Event description:
It was reported that during a follow up in clinic, inadequate capture and increase in pacing impedance were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.